Manufacturer narrative:
Date sent: 3/19/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted lap donor nephrectomy procedure, the instrument being used on the donor was used to staple and divide the renal artery. The instrument was then reloaded and introduced in the patient, articulated and placed on the renal vein. The device closed without any problem. The firing handle would not close and then would not open the jaws of the gun. The vein was further dissected to provide sufficient length for the recipient. The vein was then ligated using hemoclips and the kidney removed. The kidney was then infused and the surgeon went back to the donor to cut the stapler free with scissors and remove it from the patient. Outside the patient, the surgeon was still unable to open the instrument. There were no other reported patient complications.